Event description:
It was reported to philips that flexvision pc failed to boot, impacting imaging and geo modules on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flexvision 2 pc no hdd, coa, and hard disk spare part; reinstalled the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).